Event description:
It was reported to philips that the device is in need of a fco update and evaluation. It was not specified what in particular needed to be evaluated. There was no reported patient or user involvement and no adverse patient/user impact.